Event description:
The reported handheld was returned to the manufacturer and underwent analysis. Analysis of the returned handheld indicated no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. Analysis of the returned flashcard indicated no anomalies associated with the flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported by a nurse through a company rep that a handheld computer got blocked during interrogation of a vns pt. The programming wand had been recently replaced and the battery was changed, but even so there was no successful interrogation. The event was reported to have happened with different pts. And the handheld was reported to freeze upon attempting to establish communication. The nurse attempted to hard reset on the handheld but the issue prevailed. A new handheld was provided to the nurse and the reported handheld remains in traffic to be returned to the MFR for analysis.